Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient went to emergency room and hospitalized on (B)(6) 2026 due to diabetes ketoacidosis caused by the bent cannula. Patient reported that the tip of the cannula was bent and blockage appeared in the pump. The blood glucose level was 270 mg/dl and patient got treated with pen or intravenous (IV). Patient had vomitings. No further information available.